Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), anxiety ("anxiety") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, weight increased, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, device breakage, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') in an adult female patient who had essure (batch no. C76462-not valid,c76452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for allergy: levofloxacin. Concurrent conditions included striae distensae, adenomyosis and endocervicitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), escitalopram oxalate (lexapro), intrauterine contraceptive device (iud nos) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gi conditions"), uterovaginal prolapse ("uterovaginal prolapse") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, weight increased, anxiety, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, gastrointestinal disorder, uterovaginal prolapse and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, pelvic pain, uterovaginal prolapse and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2015. Discrepancy noted in essure removal date- (B)(6) 2016. Plaintiffs received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, gi conditions, uterovaginal prolapse, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test: bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Lot number reported (c76462) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, weight increased, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, device breakage, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gi conditions"), uterovaginal prolapse ("uterovaginal prolapse") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, weight increased, anxiety, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, gastrointestinal disorder, uterovaginal prolapse and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, pelvic pain, uterovaginal prolapse and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2015. Discrepancy noted in essure removal date (B)(6) 2016. Plaintiffs received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, gi conditions, uterovaginal prolapse, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- dysmenorrhea (cramping), abdominal pain, dyspareunia (painful sexual intercourse), gi conditions, uterovaginal prolapse, bloating. Reporter information lab data were added. Essure insertion and removal date were updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') in an adult female patient who had essure (batch no. C76462-not valid,c76452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for allergy: levofloxacin. Concurrent conditions included striae distensae, adenomyosis and endocervicitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), escitalopram oxalate (lexapro), intrauterine contraceptive device (iud nos) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), anxiety ("anxiety"), gastrointestinal disorder ("gi conditions") and uterovaginal prolapse ("uterovaginal prolapse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, abdominal distension, weight increased, anxiety, gastrointestinal disorder and uterovaginal prolapse outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, pelvic pain, uterovaginal prolapse and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2015. Discrepancy noted in essure removal date-(B)(6) 2016 and (B)(6) 2016. Plaintiffs received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, gi conditions, uterovaginal prolapse, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test: bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative.. Lot number reported (c76462) is not valid. Lot number: c76452 manufacturing date: 2014/07 expiration date: 2017/07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') in an adult female patient who had essure (batch no. C76462, c76452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for allergy: levofloxacin. Concurrent conditions included striae distensae, adenomyosis and endocervicitis. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate;dexamfetamine sulfate (adderall), escitalopram oxalate (lexapro), intrauterine contraceptive device (iud nos) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gi conditions"), uterovaginal prolapse ("uterovaginal prolapse") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, weight increased, anxiety, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, gastrointestinal disorder, uterovaginal prolapse, and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, pelvic pain, uterovaginal prolapse and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6)2015. Discrepancy noted in essure removal date (B)(6) 2016 and (B)(6) 2016. Plaintiffs received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, gi conditions, uterovaginal prolapse, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test: bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Lot number, reporters information, lab data, and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.